Event description:
The manufacturer received information alleging particles in airway-tubing/chamber related to the bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that states the patient is alleging difficulty breathing while using the device. Please see section h6 for this updated information. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway-tubing/chamber, difficulty breathing related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.